Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the referenced lot number and respective device history record was conducted on (B)(6) 2022, showing that all units were quality released on (B)(6) 2022 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during the final packaging. A request for review from the OEM supplier of the ecm was completed; however, no manufacturing related issues were identified potentially contributing to the reported issue. The exact cause of the reported delamination event cannot be conclusively determined. However, the IFU supplied with the device lists 'undesired tissue remodeling, including rapid degradation of vascure' as a known complication associated with the use of the vascure for vascular repair device and the surgical implant procedure. The exact cause of the hematoma event also cannot be conclusively determined. It is unknown if the hematoma arose from the delamination event. It could also have occurred due to the patient having her surgical site manipulated twice, the likelihood that she was anticoagulated, and her history of hypertension and diabetes. However, the IFU supplied with the device lists 'hematoma' as a known complication associated with the use of the vascure for vascular repair device and the surgical implant procedure.

Event description:
Aziyo sales rep reported that physician placed an aziyo vascure for vascular repair device (model cmcv-013-609, lot m21k1359) to repair a carotid artery. Physician reported "patch failed within the suture line". He stated that the patch appeared to "delaminate in the center of the patch". Date of implant reported as (B)(6) 2022. On (B)(6)2022, patient had a placement of a heparin-bond covered stent and (B)(6) 2022 had the drainage of a hematoma. The aziyo device remains in place.